Event description:
Patient reported that five v-go devices have fallen off. Patient stated that the v-go does not work so great for the patient in the summertime and believes him working as a welder does contribute to the devices falling off. Patient mentioned he does perspire a lot and there is increase movement. Patient stated he does prep the location with the alcohol swabs and allow the area to dry prior to attaching on the v-go.